Event description:
The balloon was removed endoscopically, due to the difficulty of withdrawing water and removing. No water was left in the balloon, but the balloon part became folded. The indwelling period was 97 days.

Manufacturer narrative:
The complaint of difficulty in withdrawing water from the balloon is inconclusive due to the complete sample was not returned for evaluation. A blunt connector from the bas lab was inserted into the inflation/deflation conduit. Next, a 20cc syringe filled with water was attached to the connector. The balloon was filled with 20cc's of water. The internal balloon inflated with no difficulty. Using the white center line as a guide, the balloon exhibited an equal form and configuration on either side of the central axis of the device. During inflation, no leaks were observed. During retraction of the water, the walls of the balloon were observed collapsing in a uniformed manner. Gross visual and microscopic examinations and functional testing shows no evidence of a defect or deformity related to the manufacturing process. The proximal end of the feeding device was not returned for evaluation.